Event description:
The user is reporting an error message given by the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
Update received from customer: error was not discovered during any patient use, rather during a daily check of the device.